Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation (a fib), a farawave catheter was selected for use. The patient had common left pulmonary veins and a large left atrial appendage (laa). After ablating the left inferior pulmonary vein and verify it was complete, the physician inadvertently provided therapy to the laa. The patient did not present any condition. The procedure was completed successfully with the same device. The device was discarded and is not expected to return.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the tissue damage is a known inherent risk of use of this device. It was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: the instructions for use were reviewed and include warnings regarding the risk of tissue damage and unintended ablation due to catheter positioning or movement during the procedure. In this case, therapy was inadvertently delivered to the left atrial appendage (laa), which is not an intended ablation target for the treatment of paroxysmal atrial fibrillation. This represents unintended off-target energy delivery rather than intentional use outside the devices indicated purpose. The IFU includes precautions to verify catheter position prior to energy delivery to prevent unintended ablation of adjacent structures. The reported event is consistent with these known risks and is adequately addressed within the current labeling. There is no evidence that labeling deficiencies contributed to the event, and no updates to the labeling are warranted at this time. Risk review: a risk review performed for the farawave device confirmed that the events of use of device issue - user error and tissue damage are known events defined in the products risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event and supporting evidence that came to this conclusion. Based on the information provided, the reported event of tissue damage is a known inherent risk of the farawave device. Tissue damage is an expected procedural complication addressed within the IFU for the farawave.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation (a fib), a farawave catheter was selected for use. The patient had common left pulmonary veins and a large left atrial appendage (laa). After ablating the left inferior pulmonary vein and verify it was complete, the physician inadvertently provided therapy to the laa. The patient did not present any condition. The procedure was completed successfully with the same device. The device was discarded and is not expected to return.